Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported partial clip movement appears to be related to short posterior leaflets (patient anatomy) and poor imaging. The reported poor image resolution was due to patient not echogenic and poor quality imaging. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and short posterior leaflet for a mitraclip procedure. During the procedure, imaging was challenging. First mitraclip was successfully implanted. During deployment of second mitraclip, first mitraclip had partial detachment from the posterior leaflet. A third mitraclip was implanted to stabilize the first clip. The mr was reduced to grade 2 post procedure. There was no clinically significant delay.